Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that they were in a procedure and only using 3 universal surgical manipulators (usms). The customer moved the endoscope from usm 2 to usm 3 and they were not able to use usm 2 for an instrument. The customer power cycled the system with no change. The intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer emergency stop (e-stop) the surgeon side console (ssc) as well with no change. The customer then informed the isi tse that the issue was that they have a dual console system and usm 2 was assigned to the console they were not using. The procedure was continued as planned with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) has attempted to follow-up with the customer to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The isi fse performed an onsite evaluation, in which the reported issue could not be replicated. The isi fse performed a system verification and could not duplicate the issue. The system was tested and verified as ready for use. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No images or video footage were provided for isi's evaluation. The system logs were reviewed by the isi fse and no related errors or log events were observed. This complaint is being reported because a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure being converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure conversion/abortion.